Manufacturer narrative:
The customer was given part number and pricing for a replacement processor pca. The device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device cannot boot up. There was no reported patient involvement.